Event description:
On (B)(6) 2013, the reporter, the patient's father, contacted animas and alleged the following: at approximately 8:59 am, the school nurse tested the patient's blood glucose (bg) and the meter read high. Patient had missed breakfast bolus when with the mother. The school contacted the patient's mother for instruction, and at 9:12 am, the school administered a 3.9 unit correction bolus via the pump. Another bolus was administered prior to lunch. The patient's bg continued to drop throughout the day. At approximately 4:12 pm, the patient initiated another bg test and the meter read 99 mg/dl. The patient reported no symptoms at time of the elevated bg, but when asked again when the patient was home, reported having a headache. Customer technical support (cts) verified ic ratio, isf, bg targets, and time/date. Dad confirms they are correct. Review of bolus history showed a missed bolus at 6:38 am when patient was with mom. The patient has received other boluses today via meter remote and delivery was confirmed in bolus history. Patient remains on ipt. Cts educated dad on review of bolus history to see if bolus was actually given. Discussed that pump is primary delivery and everything done on meter remote is in pump memory. Discussed that if meter is delivering bolus you will see bolus being delivered on meter screen and pump will vibrate. Dad confirmed that he reinforced with patient that if they are delivering a bolus to make sure pump does vibrate and that it is possible to cancel bolus from either pump or meter remote. Reminded him that pump will alarm with a tune if she has a cancelled bolus. Dad verbalized understanding and will call if any further issues. Cts found no indication of pump malfunction. This complaint is being reported as patient on pump therapy experienced hyperglycemia after missing a bolus for an unspecified reason.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.